Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider regarding a patient receiving hydromorphone 34mg/ml at 17.016mg/day, clonidine 500mcg/ml at 250.23mcg/day and bupivacaine 40mg/ml at 20.018mg/day via an implantable pump. The indications for use were complex reg pain syndrome type I and spinal pain. The healthcare provider reported that the patient had symptoms of inadvertent boluses. The episode which had occurred in the past 4-8 weeks was not related to a refill in which the patient had anesthesia from the waist down, urinary retention, and unstable gait. The healthcare provider further reported an MRI was performed but that came back normal. No further actions were taken and the cause of that instance remains unknown.

Event description:
Additional information received reported that there was no ptm usage for the patient ever. Per the healthcare provider the date for the event was right around the second week of december. The symptoms of this episode resolved in 20-30 hours after onset. An MRI was performed and that was normal, no other imaging was performed. No further information or explanations for this episode have been determined.